Manufacturer narrative:
H6 codes (type of investigation) updated. Results of investigation: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided the clinical root cause of the reported event could not be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent device malfunction. Both device instructions for use does caution that, ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device¿ and ¿careful attention should be exercised to ensure that excessive force is not placed on the instrument.¿ the drill tip guide wire 2.4 mm is comprised of 316l stainless steel and the cannulated drill bit 10mm is comprised of 440-a stainless steel. Both are externally communicating devices, neither manufactured nor intended for implantation. They are also not approved for long term internal tissue exposure and long-term implantation data is not available. If the non-implantable shaving were retained within the patient micro-motion or movement cannot be predicted. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference number: case (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an anterior cruciate ligament, when using the drill tip guide wire, metal shavings were seen inside the patient's joint. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.